Event description:
The customer reported that, during reprocessing, the subject device was cleaned with a brush that had not been reprocessed. There was no effect on a patient due to the event.

Manufacturer narrative:
The customer reported that they were using the bw-15b olympus brush and single-use brushes. The customer was advised that that bw-15b brush is not compatible with the subject device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the device was incorrectly reprocessed due to human error. However, a definitive root cause was unable to be identified. The following is included in the instructions for use: ¿chapter 5 reprocessing: general policy - precautions: failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each procedure may compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each procedure the endoscope and its ancillary equipment must undergo thorough manual cleaning followed by high-level disinfection or sterilization as described in chapter 7,¿cleaning, disinfection, and sterilization procedures¿. Reprocess not only the external surface of the endoscope but also all channels.endoscope but also all channels.¿ olympus will continue to monitor field performance for this device.